Manufacturer narrative:
Related MFR numbers: 3012307300-2019-06493, 3012307300-2019-06492, 3012307300-2019-06501, 3012307300-2019-06500, 3012307300-2019-06499, 3012307300-2019-06498, 3012307300-2019-06497, 3012307300-2019-06496, 3012307300-2019-06495.

Event description:
Information was received indicating that delivery accuracy issues were observed while using smiths cadd cassette reservoirs. It was reported that the pump indicates that the cassette is empty when there's still medication in it. The device's lot numbers are unknown. There were no injuries or adverse events reported.

Event description:
Information was received stating no patient adverse effects occurred as a result.